Event description:
Device 1 of 2. Reference mfg report # 1627487-2015-00047. It was reported the patient has not utilized her scs system in over a year. Reportedly, she never received effective therapy relief from the devices. The patient¿s ipg has since depleted. Surgical intervention was undertaken to explant the patient¿s scs system. No replacement devices were implanted as the patient desires an MRI.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).